Manufacturer narrative:
The device was not returned to olympus for inspection. However, inspection was carried out by field service engineer and reported allegation was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source had insufficient light intensity and exhibited sporadic lamp failure. The event occurred during inspection for use. There were no reports of patient involvement.